Event description:
The reporter stated that when the device was inspected prior to implantation it was observed that the poly component appeared to have a snag and was not correctly seated. Another device was used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.